Event description:
It was reported that the ilet user consumed crackers and cheese without announcing the snack, which constituted an improper use of the device user interface. The event was addressed through troubleshooting and education focused on meal announcements for snacks that reach at least a quarter of the usual carbohydrate intake for that mealtime. Symptoms included hyperglycemia reaching 340 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.